Event description:
It was reported that the device migrated in the pocket, pushing forward and was visually seen due to blanching of the skin. The patient noted that the pocket was uncomfortable. The physician was concerned that it could lead to erosion due to the patient having neutropenia. The device was explanted and replaced.

Manufacturer narrative:
.